Event description:
Had hip replacement done on left hip. After several months, it began to squeak, then eventually the knocking started. As of to date, the squeaking has become much louder, the grinding, knocking has become even more prominent and now the hip is starting to hurt when walking. I must stop for a while to rest for the pain to go away. This has become quite frightening and the pain at times very painful. It has also become so embarrassing to walk, as I get these odd looks as to the noise. Another thing, the knocking has become so loud, that I can actually feel the knocking in my jaw. Diagnosis or reason for use; bone on bone degeneration. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.